Event description:
It was reported that, "headless pin got stuck and still is in the distal femoral cutting jig."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.